Manufacturer narrative:
We have not completed our investigation of this event. We will file a follow-up emdr at the completion of the investigation. Internal cross reference: (B)(4)

Event description:
Engineering analysis concluded that this event has the potential to result in image misinterpretation due to an artifact from a degraded compensator within the collimator. Therefore, this issue has been determined to be a reportable event.

Manufacturer narrative:
The customer reported that a recognized artifact appeared on images of an axial head scan. A philips field service engineer (fse) arrived onsite to evaluate the system. The fse reviewed the scanned images to confirm a low density artifact on head images. The fse found an error indicating a failed a-plane collimator in the system log files and determined this was the cause of the artifact and not a crack in the compensator as initially submitted. The fse replaced the failing a-plane collimator to resolve the reported issue. There was no impact to the patient as a result of this issue. The system is in clinical use. This issue was determined not to be a reportable event.